Event description:
It was reported that during transcatheter myocardial ablation procedure to treat drug-resistant paroxysmal atrial fibrillation in the pulmonary vein, versacross connect access solution for faradrive kit was selected for use. It was mentioned that energization failure has occurred. No error display was noted. Physician tried to puncture with energization tree times but failed. It was then confirmed that versacross connect comes out from the tip of the sheath through fluoroscopy and marker, and energization was performed, but septal puncture could not be performed. There was no replacement product, so it was changed to rf needle and septal puncture was performed. The product is not expected to be return because it was discarded at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the update field describe event or problem (b5), in section b - adverse event or product problem. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during transcatheter myocardial ablation procedure to treat drug-resistant paroxysmal atrial fibrillation in the pulmonary vein, versacross connect access solution for faradrive kit was selected for use. It was mentioned that energization failure has occurred. No error display was noted. Physician tried to puncture with energization tree times but failed. It was then confirmed that versacross connect comes out from the tip of the sheath through fluoroscopy and marker, and energization was performed, but septal puncture could not be performed. There was no replacement product, so it was changed to rf needle and septal puncture was performed. The product is not expected to be return because it was discarded at the facility. It was further reported that the generator settings was pulse mode. No difficult anatomy noted, and enough tenting was done. No excessive force and no damage on the distal end.